Manufacturer narrative:
(B)(4). Date sent: 6/23/2026. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records reviewed, and no issue found. The manufacturing date is "[dec-05-2025]" and expiration date is "[nov-30-2030]". Additional information was requested, and the following was obtained: - were there any patient consequences? - please confirm if lot number xpibn is correct. --please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2026, and suture was used. When the suture was used for wound suture during the surgery, it was found that the surface of suture was hairy, the woven fiber was loose and the silk was scattered locally, which affected the normal suture operation. The use of this suture was stopped immediately, and a new one was replaced to complete the surgery. Additional information was requested.